Manufacturer narrative:
A customer reported that their AED is prompting a replace battery pack now warning. Troubleshooting of the AED with the customer with a replacement battery pack identified that the AED is functioning as designed and can stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED is prompting a replace battery pack now warning. They reported that this did not occur during patient use.